Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva dual chamber container leaked from the lipid chamber. This event occurred before use of the device. It was further reported that the overpouch had been pierced, however the source of the leak itself was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. In the photograph provided, the lipid chamber of the bag was found to be leaking, the fluid (additive) chamber was completely intact and the silver over pouch was observed pierced. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.